Event description:
It was reported that during the xact stent implantation, after post-dilatation in the right carotid artery, the patient became less responsive and was intubated. MRI results, three days post procedure, indicated a new cerebrovascular accident. The patient's condition is improved but continues to have left-sided weakness. The patient was discharged seven days after the procedure. Although request, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: viatrac. Other: heparin, aspirin, plavix. Embolic protection: emboshield nav6 (B)(4). Stroke and respiratory distress may occur during this type of procedure and as listed in the instructions for use, and stroke, embolism and respiratory arrest are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.